Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta subunit (hcg+b) on one patient sample. All results are in miu/ml. The initial result was (B)(6). This result was reported outside of the laboratory, and was questioned by the physician. The sample was repeated on the same analyzer and generated repeat results of: 0.100, accompanied by a data flag; (B)(6), accompanied by a data flag and (B)(6), accompanied by a data flag. The sample was then repeated on another e-module serial number (B)(4). The first repeat result was (B)(6), accompanied by a data flag and the second repeat result was (B)(6), accompanied by a data flag. The customer considered the repeat results to be the correct results. There was no adverse event. The lot of hcg+b reagent in use was 16758402, with an expiration date of 07/31/2013. The field service representative could not find a cause or reproduce the issue. He checked the system and did performance testing. All testing passed specification.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. Calibration signals were within expectation. There was no indication for a reagent issue.